Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the pacemaker had fitting issue as the pacemaker could not secure the leads. The pacemaker was removed and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of the ventricular setscrew could not be tightened to secure the lead was confirmed. Final analysis revealed the user of the wrench was making incorrect off-center wrench insertions through the septum. The off-center wrench insertions punched holes in the septum. The punch-outs from the septum landed in the setscrew inset and filled it. The punch-outs prevented the wrench from engaging the inset and prevented full insertion of the wrench into it. It also caused the wrench to strip the inset. The setscrew could not be tightened because of these reasons. These problems are the result of the incorrect wrench insertions by the physician/user of the torque wrench. No device anomalies were found. The setscrew anomaly was consistent with having occurred during the procedure.